Event description:
Device malfunction: suture did not deploy properly. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the "device did not deploy properly". The device was removed and hemostasis was achieved using an unk method. There were no reported adverse pt effects. Though requested no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.